Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose (sg) vs. Blood glucose (bg). The customer reported hypoglycemia which did not require treatment. The customer reported blood glucose value of 64 mg/dl. The event involved product(s) mmt-7040c9. Troubleshooting was performed for low blood glucose (bgs)/over delivery. Customer has reported a discrepancy between sg and bg values which is not within the accepted range. Bg value from the reported event: 89 mg/dl. Sg value from the reported event: 142 mg/dl. No further patient complications were reported. Product return for mmt-7040c9 is not expected.